Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that during returned device analysis, it was found that the lock line was broken. If this were to occur during use, a broken lock line has the potential to cause or contribute to patient injury. It was reported that during preparation of the clip delivery system (cds), after the m/l knob was tested and before testing the a/p knob, a loop was observed in the lock line. The loop was seen at the harness of the clip. The lock line was not tight as usual. After testing the cds, the loop appeared longer at the clip. The cds was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. Returned device analysis found that the lock line was broken. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analysis confirmed a break of the lock line. A review of the lot history record revealed no non-conformances issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incident for operating differently than expected. An expanded review was conducted that identified an issue potentially caused by a manufacturing issue. There is no action required at this time, as this is an isolated event and the rate of occurrence is within the expected rate. The performance of these devices will continue to be monitored.